Event description:
During hysteroscopy a screw broke off a lap grasper while removing polyps. Screw was removed safely. Patient was further assessed by surgeon and determined there was no longer a foreign object in the uterine cavity. The device was removed from use and tagged for repair. This is all the information available for this event.